Event description:
User alleges that they have had two events of the 15mm tracheostomy tube connector coming out of the tube. The ventilator alarm sounded and another trach was placed as pt has 24 hr nursing care. Pt has been using this catalog number since september of 2000. One event alegedly occurred after one day and another event after four days. Normal use for this pt is to have the tracheostomy tube changed weekly. No pt compromise due to these events.